Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastrojejunostomy anastomosis the staple line failed. The date of the procedure was (B)(6) 2016. The patient presented with abdominal pain several days post op. The date the event occurred was (B)(6) 2016. The patient was brought back to surgery where it was found that the staple line for the gastrojejunostomy had come apart. There was patient injury and re-operation to close the area where the staple line was open. To fix the open staple line it was sutured. The current patient status is fine.